Manufacturer narrative:
Citation: imerci a, rogers kj, pargas c, sees jp, miller f. Identification of complications in paediatric cerebral palsy treated wit h intrathecal baclofen pump: a descriptive analysis of 15 years at one institution. J child orthop 2019;13:529-535. Doi: 10.1302/1863-2548.13.190112. Please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type: pump. Product ID: 8637, serial#: unknown, product type pump other relevant device(s) are: product ID: 8637, serial/lot #: unknown, product ID: 8637, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown; product ID: 8637, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: in a period of 15 years, 341 paediatric patients with cerebral palsy treated with itb were evaluated. Device problems associated with the catheter or pump, or infection and complications such as cerebrospinal fluid (csf) leak and postdural spinal headache, were reviewed. Reported events: pli 10: 10 cases of withdrawal involving 10 patients. Pli 20: 2 cases of overdose involving 2 patients. Pli 30, 40: 185 cases of csf leak involving 107 patients, 20 of which required an intrathecal baclofen (itb) procedure. Csf leak was often accompanied by the presence of a spinal headache. In 33 cases, an epidural blood patch was performed. Two patients had cranioplasty cement used to close the spinal fusion laminectomy site and two patients had dura mater repair. An itb revision was performed in a patient with csf leak because of a pseudomeningocele. After csf leakage, two patients had seroma formation in the pump pocket, and an abdominal wound exploration was performed. Pli 50-150: 67 cases of pump and catheter problems involving 67 patients, requiring a total of 75 itb procedures. Pli 50, 60: 9 cases of catheter hub fractures. Pli 70, 80: 16 cases of catheter disconnections. Pli 90, 100: 11 cases of catheter kinking. Pli 110, 120: 19 cases of catheter occlusion. Pli 130, 140: 3 cases of catheter slippage and 3 cases of catheter pullout (6 total). Pli 150: 2 cases of pump failure. Pli 160: 4 cases of pump flipping. Pumps migrated intraperitoneally, or perforated through the skin, and four patients developed wound dehiscence after psf and itb procedures. These wounds were treated with spinal wound exploration and vacuum-assisted closure. Pli 170: 6 cases of wound dehiscence and/or seroma involving 6 patients, 3 of which required an itb procedure. Population). Pli 180: 50 cases of infection involving 50 patients, 18 of which required an itb procedure. These infections were treated with antibiotic administration and a total of 67 with operative irrigation and debridement. Eighteen (36%) patients required a pump removal and secondary itb re-implantation for the infection. 13. Pli 190: 153 cases of secondary itb procedure concurrent to posterior spinal fusion (psf). Per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier.

Manufacturer narrative:
The previously attached literature article does not apply.